Event description:
Valve was used and removed. Per surgeon; one of the; leaflets are not working. Damaged by manufacturer. Manufacturer response for perceval valve plus tissue valve, (brand not provided) (per site reporter). Device was picked up by vendor.